Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pumps did not detect occlusions upstream during testing. Some did not alarm in 60 minutes for upstream occlusions at 50 ml/h, when all conditions were met this occured at the biomedical service department. There was no patient involvement. No additional information is available.